Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). The inappropriate shocks occurred in multiple device episodes. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to fields b5:describe event or problem and h6: device codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). The inappropriate shocks occurred in multiple device episodes. This ICD remains in service. No additional adverse patient effects were reported.